Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2015, the lay user/patient contacted lifescan (lfs) (B)(4) alleging that his onetouch ultramini meter read inaccurately erratic and also inaccurately high in comparison to his feelings or normal results. The complaint was classified based on customer care advocate (cca) documentation. The patient reported that on november (B)(4) 2015 at 09:00am he obtained results of "180 and 205mg/dl" on the subject meter, performed within 20 minutes of each other. Based on statistical methodology, the calculated difference in results satisfies lifescan's criteria for precision. The patient does not take any medication to manage his diabetes. The patient reported that on (B)(6) 2015 at 09:40am he developed symptoms of "headaches, shivering, dry mouth and anxiety."the patient reported that on (B)(6) 2015, at an unspecified time, he consumed food or drink. During troubleshooting the cca noted that the meter was set to the correct unit of measure and an approved sample site was used. The test strips had not expired. Replacement products were sent to the patient. This complaint is being reported as the patient suffered symptoms that meet lifescan&#38112;criteria of a serious injury after the alleged inaccuracy occurred.